Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. On (B)(6) 2026, the reporter initially contacted dexcom for a complaint regarding their own, but during this called mentioned that a friend experienced inaccurate cgm readings and got hospitalized. The reporter did not provide any further details, and no patient information was received. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and the reporter was unable to provide further details. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.